Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there was a broken screw. The insertion screw on the philos drill guide broke during attachment to the plate. The part of the screw was left in the guide and part of it was left in the plate. Both have been sent back for investigation. There were two philos instrument trays and were able to open the second one to continue the operation without significant loss of time. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
An investigation was conducted and it states that the present connecting screw (part of philos aiming device) broke off during an instantaneous overloading combined with a multiaxial stress condition which is indicated by the intergranular fracture of the material. The overloading resulted from the friction of the screw with philos proximal humeral plate, particularly at the thread of the plate likely due to an imprecise adjustment of the two devices. The combination of friction between the screw and the plate results in a multiaxial stress condition and overloaded the device and caused the fracture of the screw.